Event description:
Spect/CT gamma-camera detector moved out of control in the radial direction towards the patient compressing his chest before the technologist successfully activated the collision sensors. The scanner had passed all the routine qa test that morning. The patient was unharmed. Clinical interventions prevented harm to patient.